Event description:
The pt reported up button of the infusion device works intermittently. He noticed the issue 3 days ago while attempting to bolus. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.